Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was found to have declared elective replacement indicator (eri) earlier than expected upon review during follow-up. A charge time of 21.9 seconds was also noted from the last capacitor reformation. Boston scientific technical services (ts) was contacted by the field representative following the physician's report of suspected premature battery depletion (pbd) and provided information that the device should be replaced. The patient subsequently underwent a revision procedure wherein the device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report updated at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was at elective replacement indicator (eri) with a timestamp of (B)(6) 2015 due to long charge times. The device case was removed to facilitate the inspection of the internal components. Detailed examination of the internal components found a component on the device hybrid was in an open condition, resulting in the observed long charge times and subsequent premature declaration of eri.

Event description:
--